Event description:
During hemodialysis the machine alarmed and air was identified in the catheter. A small hole in red line in the area of y-split of blue and red lines was identified.

Manufacturer narrative:
One split stream catheter was returned for eval. A functional eval of the device revealed a leak where the venous and arterial lumens separate. The split stream catheter is mfg by bonding two lumens together allowing the distal portion of the lumens to be separated by the physician as deemed appropriate. The proximal portion of the lumen is permanently bonded. Some catheters were developing a small hole in the lumen at the point where the lumens are permanently bonded together. The mfg process of the permanently bonded section of the lumens included a peel back step after bonding to assure the correct location of the bonded section. After evaluating returned samples it was determined that the peel back step may have contributed to the weakening of lumen wall to the point that a hole may develop over time. Changes have been implemented to the mfg process that will minimize the spreading of the bonding agent passed the permanently bonded section, therefore eliminating the peel back step. A trial was conducted using the improved processes. All catheters met all acceptance criteria, visual, dimensional, and leak test. The catheter involved in this incident was mfg prior to the process change.